Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial/lot #: (B)(4), ubd: 10-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient is unable to recharge the ins due to the reposition antenna screen. She had already repositioned and moved the dial. She got a ¿quirky code¿ on her recharger. It was confirmed to be the recharger charging screen. The recharger was three quarter of the way charge. The patient attempted to recharge the ins and the recharger screen flashed and displayed the reposition the antenna screen. The patient last successfully recharged weeks ago. It could not be confirmed if it was less than a month since last recharging the ins. She has not recharged the ins because of other medical issues going on. She mentioned a knee replacement that was not believed to be related to the ins. She attempted to connect with her programmer but got poor communication with and without the antenna. No symptoms were reported. On (B)(6) 2020, additional information was received from the patient and it was reported that the patient didn't charge for several weeks. The patient is attempting to get in contact with a new healthcare provider (hcp) to get the ins looked at. On (B)(6) 2020, additional information was received from the patient via manufacturer representative (rep) reporting that the patient¿s ins was over-discharged and they had a lead migration. Factors that contributed to the issue was other unrelated health issues. The rep was unable to interrogate the device and the patient reported being unable to charge for several months. The doctor would be referring the patient for a surgical lead replacement/full scs explant with full scs reimplant. Surgery was planned but not yet scheduled.